Event description:
During t2 humeral nail operation, it was difficult to insert the drill sleeve into the target device for the proximal transverse hole. The surgeon used oblique hole to fix the screw.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.